Event description:
A review of service data detected a reportable event. During servicing of battery charger which was returned for routine maintenance, it was discovered that the battery charger would not charge battery packs. The last patient to use this battery charger did not report any problems with it.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The battery charger was defective because of a defective u13 8-bit microcontroller within the charger. The root cause of the defective u13 cannot be positively identified but was likely due to a contaminate which seeped into the connector and shorted this component. The faulty charger was repaired. It was then retested and restocked. No adverse event resulted from the damaged charger. The last patient to use this battery charger did not report any problems.